Manufacturer narrative:
Due to character limitation, below field are added from e1: event site name: (B)(6) hospital. Event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use o patient mega 40 cc intra aortic balloon (iab) after successful femoral artery puncture, the patient encountered difficulty in the process of balloon advancement. Eventually, the balloon was withdrawn and it was discovered that there was blood inside the balloon cavity. It was believed that the balloon had ruptured, so a new balloon was replaced. After the new balloon was replaced, it was successfully implanted and the equipment is operating normally. There was no harm or injury reported.

Manufacturer narrative:
Updated fields: b4, e1 (initial reporter), g3, g6, h2, h6 (investigation conclusions), h8, h11corrected field d10.

Manufacturer narrative:
Updated fields: b4, d9, g3, g4 (PMA/510k), g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. Corrected fields: d4 (lot and UDI). After the femoral artery puncture was successfully performed, the patient encountered difficulty during the balloon advancement process. Upon withdrawing the balloon, it was discovered that blood had entered the balloon cavity, indicating a rupture. To resolve the issue, the ruptured balloon was replaced with a new one. The new balloon was successfully implanted, and the equipment is now operating normally. An intra-aortic balloon (iab) leak is the loss of integrity in the balloon membrane or its connections, allowing blood or gas to enter or escape. Causes: 1.user mishandling or not following IFU. 2. Membrane folding or resistance. 2. Patient-related factors (e.g., plaque abrasion). Impact: 1. Risk of gas embolism and patient injury. 2. Suboptimal therapy or organ occlusion. 3. Blood clot formation inside the balloon requiring surgical removal. Detection: 1. Pump leak alarms. 2. Blood or fluid in tubing/membrane. 3. Sudden waveform changes. 4 resistance during catheter withdrawal. An intra-aortic balloon (iab) leak is the loss of integrity in the balloon membrane or its connections, allowing blood or gas to enter or escape. This can occur due to membrane stress (e.g., folding or resistance), patient-related factors such as plaque abrasion.

Event description:
N/a.